Event description:
The info provided by the local distributor indicates: hospital name: (B)(6) hosp. Surgeon name: dr (B)(6). Date of surgery: unk. Body part to which device was applied: wrist. Surgery description: fracture treatment. Pt's info: unk. Problem observed during treatment/post-operative. The surgeon carried out the fixation of the wrist with the fixator. We do not know the fixed day. The fixator attached to a pt made a sound, and the ball joint was broken then. Because the bone fracture part had already become the bone union, there was not the effect on pt. The distributor confirmed the returned product was broken. The distributor confirmed the pattern like metal fatigue in the broken surface. The complaint report form indicates: the device failure did not cause adverse effects to pt; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of operative reports are not available; copies of x-ray images are not available; pt current health condition is unk. (B)(4).

Manufacturer narrative:
Orthofix srl checked the internal records related to the controls made on the device code 99-36501, lot v1369398 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other similar failures have been received for this specific device lot. The technical eval on the returned device is currently on going. The info available on the case was sent to our med evaluator. A preliminary med eval is currently on going and will be finalized once the results of the technical eval will be available. Orthofix srl has requested the following further info, such as date of initial surgery, date of device breakage and date of device removal, copies of operative reports and x-ray images, pt current health condition. Unfortunately, this info has not been made available so far. As soon as further info and/or the results of the investigation will be available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.